Manufacturer narrative:
Additional information: d10, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided blood port caps and adapter caps were returned attached to the dialyzer. The fibers were returned wet with blood residue present throughout. During a gross visual examination of the sample, a delamination was identified on the cavity ID end of the dialyzer extending from approximately 240° to 5°, with the dialysate ports situated at 0°. There was no other damage or irregularities noted on the returned sample. The sample was not subjected to a laboratory leak test as a delamination is known to affect the integrity of the dialyzer and cause a leak. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported that an internal dialyzer blood leak occurred at the onset of a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed, both in the dialysate compartment of the dialyzer and in the hansen lines. Additional information was obtained through follow-up with the user facility¿s charge nurse (cn). The cn confirmed that the machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. Fresenius bloodlines were also being used for the treatment. No damage was identified on the dialyzer. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was reported to be 300 ml. The cn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The dialyzer was reportedly available to be returned for a manufacturer evaluation.